Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 04/21/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/04/2014 with the following findings:a review of the pump¿s black box history showed multiple ¿replace battery¿ alarms were recorded. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation using the returned battery cap. The battery cap was able to be fully secured to the pump. No power losses occurred during testing. The battery compartment was intact; no damage was observed. Once the ¿verify¿ screen was confirmed, the pump emitted ¿replace battery¿ alarms. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. Further investigation revealed that a component on the printed circuit board was defective.